Event description:
It was reported that prior to implant of the right ventricular (rv) lead, the helix would not extend and seemed to have maneuver and torsion problems. The rv lead was not used. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found.